Event description:
A hospital in (B)(6) reported that three mr290 autofeed humidification chambers were defective upon unpacking from the packaging. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Add'l device info: lot number: 111007 and 111209. Device manufacturing date: october 7, 2011 and december 9, 2011. Method: only two complaint mr290 chambers were returned to fisher & paykel healthcare (B)(4) and they were visually inspected. Results: visual inspection revealed that there was a crack from the bracket to the baffle on the two complaint chambers. In addition, one of the complaint chambers (lot 111209) has a slightly smeared print at 2 locations above the crack. A lot check revealed no other complaint of this type for lot number 111209 and (B)(4) other complaints of this type for lot number 111007. Conclusion: we have recently completed an investigations into the cracking of the mr290v chambers. Our investigation results indicate that the cracking observed on the chambers from the reported complaint was most likely caused by environmental stress cracking due to the chamber domes coming into contact with cleaning products, specifically products that are alcohol-based. Based on the inspection of the returned devices, the smeared print on one of the chambers indicates that the chamber dome came in contact with disinfectants containing ethanol, which contributed to the cracking of the chamber dome. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product." Every mr290 chamber is pressure tested to 8kpa (200cmh20) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production, possibly during transport or storage. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa.